Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic radical lung surgery. The device was able to fire but there was poor staple formation. The staple line was incomplete distally. The surgeon had to hand sew the staple line to complete the case, after changing the reload.